Event description:
The patient had a micl12.6 implantable collamer lens implanted (B)(6) 2009, and on the 12 month patient post-treatment follow-up form, the patient reported "a tiny bit of halo effect". Additional information was requested from the surgeon, but not yet received. If any additional data is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: method (other): work order search. Results (other): a work search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).